Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery couldn¿t be charged. Customer experienced an elevated blood glucose (bg) level of 680 mg/dl. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.